Event description:
The customer reported approximately 20 milliliters of clear fluid leaked from the side of the instrument during system startup involving the coulter act diff 2 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. During system troubleshooting with beckman coulter customer technical support (cts), the customer discovered the lv11 port disconnected. Customer technical support (cts) guided the customer through reconnecting the tubing and successfully passed system startup. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure plan in place for biohazard material. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue through system diagnostics. (B)(4).